Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis on (B)(6) 2018. On investigation, moisture was confirmed under the display lens. Investigation duplicated the complaint. There was moisture inside the pump on the display and the printed circuit board. Moisture leakage occurred due to a crack in the pump case. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.